Event description:
During advancement of the precise sds through a 7f shuttle guiding catheter, the stent deployed within the guide. The guide was removed from the pt with the stent inside it. An 8 x 30 precise was then used to successfully stent the lesion in the left subclavian artery. There was no report of pt injury. As per the qualrap, it is possible that the user inadvertently deployed the stent in the guide by accident, but this does not seem likely as the rotating hemostasis valve was said to be tightened down during advancement. The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.